Manufacturer narrative:
The post-op outcome for the patient's left eye (os) shows a very high error with predicted residual outcome. This seems to be likely due to the keratometry (ker) measurement difference when compared with right eye (od). There was probably a problem with the ker measurement for os due to contact lens usage causing a significant flattening of os or dry eyes. There is no indication of any malfunction of the zeiss device, which could have contributed to the poor outcomes. A number of factors not related to the iolmaster may have influenced the surgical outcome. Not all are controlled by the manufacturer. The user manual describes in detail how to perform intraocular lens measurements and calculations and contains warnings about relevant parameters.

Event description:
A health care professional (hcp) reported that there has been an incorrect surgical result after using the iolmaster for the biometry measurements and lens power calculations. The hcp reported that a lens exchange was performed to correct the patient's vision.